Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "bumps" and ¿infection of nodule¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced ¿bumps under the skin months later¿ and "infection" after injection of juvéderm vollure¿ xc in the nasolabial folds. Treatment is noted as kenalog injection. Symptoms have not resolved.